Manufacturer narrative:
(B)(4). Clinical review of the medical records did not reveal any associations with peritoneal dialysis with fresenius products. The hypoglycemia is likely related to the patient's diabetes and the calciphylaxis was likely related to non-compliance with prescribed phosphate binders. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis patient called technical services for an unrelated reason and reported they were hospitalized. During follow-up with the patient's nurse she reported the patient was admitted for calciphylaxis and cellulitis of the legs. She reported the patient was not compliant with taking their phosphate binders. The patient was discharged home on (B)(6) 2016 and was transitioned to hemodialysis. The nurse also reported that uremia was never an issue with this patient. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency room with a blood sugar of approximately 41 and was admitted. During her admission she became hyperglycemic and goes into repeated hypoglycemia. The patient was also treated for calciphylaxis with thiosulfate. The patient was discharged home on (B)(6) 2016 and was transitioned to hemodialysis.

Manufacturer narrative:
It was discovered upon review that the originally reported manufacturer aware date for the reportable adverse event was reported in error. The date that an employee of fmc rtg llc was first made aware of this patient's reportable adverse event was during a phone call placed to the patient's peritoneal dialysis nurse on (B)(6) 2016. An investigation of the cycler based on information available at the time had already been performed when the additional information regarding the patient's adverse event was received. The device was evaluated and returned to the field. An investigation of the device history record is currently underway, and a supplemental MDR will be submitted upon the completion of the plant's evaluation.

Manufacturer narrative:
An investigation of the cycler based on information available at the time had already been performed when the additional information regarding the patient's adverse event was received. However, an evaluation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.